Event description:
It was reported to philips that the left paddle is broken. There was no patient involvement.

Event description:
It was reported to philips that the left paddle is broken. The customer sent a quote for diagnosis of device. The exact condition of the device is unknown. A good faith effort to obtain more information was unsuccessful. The customer has cancelled/refused any servicing at this time. The customer can call back any time for additional support. However, parts are no longer available for this device as it is end-of-support since (B)(6) 2018. (According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2018.)

Manufacturer narrative:
Corrected device problem code. Added a second evaluation method. H3 other text: customer refused service.